Event description:
It was reported that a 18mm amplatzer pfo occluder was selected for an implant on (B)(6) 2022. During deployment there was bulging right atrial disc, preventing correct apposition to the septum. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The occluder was exchanged for a new 18mm amplatzer pfo occluder, which was successfully implanted. The patient remained hemodynamically stable through the procedure and no clinical significant delay was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met visual and functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. An image from field appeared to be taken during imaging and showed bulbously deformed proximal disc of occluder device while connected to the delivery cable. The cause of the reported incident could not be conclusively determined.